Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100342554. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that the patient implanted with an artificial urinary sphincter (aus) experienced discomfort during urination. Cystoscopy evaluation revealed that the cuff had eroded into the urethra. A surgical procedure was performed to fully remove the aus. No further patient complications were reported.